Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. However measurements did go back into an acceptable range. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected for this tachy device and right ventricular (rv) lead system as it exhibited high, out of range shocking lead impedance (sli). Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the system will continue to be monitored. Should additional information become available this report will be updated.